Event description:
It was reported that the patient's increase in seizures had continued onto the new generator. Per the physician, they are still adjusting the patient's medications. The increase in seizures on the previous generator is reported under mfg report # 1644487-2018-02147. No additional or relevant information has been received.